Manufacturer narrative:
H3: analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received reporting that no causes or contributing factors for the non-detachment were identified. No problem was encountered prior to coil non-detachment. The procedure was completed by the coil was placed in the aneurysm and at the time of release the instant detacher was used which did not release, then he proceeded to release manually and had no result with the release, he proceeded to remove the coil from the patient.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report of an axium framing coil that could not be detached. The patient was undergoing surgery for treatment of a fusiform, ruptured aneurysm located in the left internal carotid artery with a max diameter of 5.68mm and a 2.6mm neck diameter. It was noted the patient's blood flow was normal and vessel tortuosity was normal. It was reported that before inserting the coil, the respective hydration was performed; the physician raised the coil, once the coil was placed in the aneurysm, proceeded to release it with the instant detacher, but it did not release (it did not detach). The physician tried 4 times without success, at which point the physician proceeded to perform manual release, but it also did not release. The physician tried many times without success. It was asked but unknown if the physician attempted to detach with another instant detacher. No medical or surgical intervention was needed to prevent a permanent impairment of a function. The event did not lead to or extend patient hospitalization. It was indicated that all devices were prepared as per the instructions for use (IFU), and no patient symptoms or further complications were reported as a result of this event.